Manufacturer narrative:
(B)(4). One ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece prior to functional testing revealed no defects. The pins were inspected and no defects were found. Functional testing was performed with the returned dissector using qa lab test samples. Qa lab generator and battery test samples were attached to the returned device. After the battery assembly, the startup series of tones sounded and the status led on the generator illuminated green confirming proper assembly and device readiness for use. The device was also activated with the jaws submerged in glycerin bath at both power modes with acceptable results. Covidien investigative personnel were not able to duplicate the reported condition of the device not activating.

Event description:
The customer reported that during a living donor nephrectomy, the device could not be activated. Another dissector was opened and used for the procedure. The customer reported that the procedure was extended for longer than 30 minutes. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report : 03/30/2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.